Event description:
It was reported that the patient had a shocking or jolting sensation and then a tingling sensation that had not gone away in her back. The patient described it as a foot falling asleep but 100 times worse, and also described needles poking her in her back. This occurred during/after usage of a personal vibrator which was ac powered. The patient did turn off for a few minutes but the tingling occurred after turning back on. The patient was happy with her current settings and did not want anything on her program changed at this time. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-33, lot# v981025, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).